Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited an excessive battery discharge. The patient would be monitored.